Event description:
Per the clinic, the patient has an electrode incorrectly inserted outside of cochlea during initial implantation (specific date not reported). Subsequently, the patient underwent a revision surgery on (B)(6) 2025, to attempt on repositioning the electrode; however, the surgeon observed a defect issue on the implant silicon setting making it impossible to reuse the implant. The device was eventually being explanted and the patient was reimplanted with a new device within the same procedure.